Event description:
A family member reported the patient¿s catheter broke apart. In (B)(6) 2013 the patient had a revision, and another catheter was implanted. The patient had an MRI in (B)(6) 2013 to confirm that the patient¿s ¿pressures were fine in their brain¿. The patient¿s optic nerve was checked by an ophthalmologist to confirm that the pressures were not high. As far as the family member knew, the catheter was still implanted in the patient, ¿everything was left in the patient¿. When the patient had x-rays they could visually see all the pieces of the catheter. The medication infused was unknown.

Manufacturer narrative:
Concomitant: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter. (B)(4).